Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly. Stryker determined that the cause of the reported issue was due to transformer, designator t104. T104 had become electrically shorted.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.